Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the distal outer-tube area was damaged, the outer tube had a dent, the charged-coupled device (ccd) was broken, and the resulting image appeared purple. A definitive root cause could not be identified. Based on the investigation, the obscured vision in the upper portion of the image had no detectable issue and therefore no probable cause could be determined. The purple image was most likely caused by a broken charged-coupled device (ccd). The fiber-bonding malfunction in the distal outer-tube area, where the outer tube was dented and the ccd was also broken, was most likely the result of component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the laparoscope (gynecologic) had obscured vision in the upper part of the image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.